Event description:
(B)(6) study. It was reported that thrombosis occurred. The patient was on aspirin (80 mg) and clopidogrel (75 mg) prior to the implant. Pre-implant echo assessment revealed no evidence of intracardiac thrombi, atrial septal defect and no evidence of laa thrombus. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2019 and a 27mm watchman flx laa closure device was implanted with complete laa seal with a deployed device diameter of 19mm. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2020 protocol specified first follow-up echo revealed no evidence of thrombus. On (B)(6) 2020, 188 days post procedure, the patient presented to the additional follow-up visit. The CT core lab revealed a complete seal and presence of laminar thrombus on the atrial facing surface of the 27mm watchman flx device. On (B)(6) 2020, clopidogrel (75 mg) was paused. At the time of the event, the patient was on aspirin (80 mg).